Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device recorded an increasing shock impedance. Technical services (ts) reviewed the device data and discussed it was found that the impedance trend started to increase at least since 2013 and performing an x-ray was suggested to assess the device placement. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device system recorded an increasing shock impedance. Technical services (ts) reviewed the device data and discussed it was found that the impedance trend started to increase at least since 2013 and performing an x-ray was suggested to assess the device placement. Additional information was provided. Technical services (ts) discussed that the gradual increase in shock impedance is consistent with the appearance of fatty tissue between the probe and the sternum as confirmed through the x-rays. However, the impedance value is within the normal range, which is less than 200 ohms. It was advised to deliver a synchronous shock to determine the shock impedance value, however, this has not been performed. It was also mentioned that the x-rays show the device is positioned a little too high. The device remains in service. No adverse patient effects were reported.